Event description:
It was reported on 10/21/2022 by a sales representative via sems that an ar-9200-20s univers apex protector is broken. This was discovered during an unspecified time with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per (B)(4).